Event description:
A 3.5 x 23mm cypher select + was directly delivered to the target lesion, but failed to cross the lesion. While pushing and pulling the device, it kinked at the mid portion of the shaft inside the guiding catheter and separated. The proximal and distal portions were safely removed from the patient. The procedure was completed successfully with no patient injury. There was no further detailed information regarding the event. The target lesion was in the mid left anterior descending artery (lad) and was described as de novo, heavily calcified and highly tortuous with 99% stenosis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Complaint conclusion: a 3.5 x 23 mm cypher select + body shaft separated while trying to cross the target lesion. The target lesion was in the mid left anterior descending artery (lad) and was described as de novo, heavily calcified and highly tortuous with 99% stenosis. The safety and effectiveness of cypher has not been established in patients with tortuous vessels that may impair stent placement in the region of obstruction or proximal to the lesion. Pre-dilation was not conducted and cypher select+ (3.5/23 mm: complaint product) was directly delivered to the target lesion, but the stent became caught on the calcification at the target lesion. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The (B)(4) IFU warns that prior to stent placements, make certain to carry out pre-dilatation of the lesion. The reporter indicated that, "while pushing and pulling the device, it kinked at the mid portion of the shaft inside the guiding catheter and separated". The proximal and distal portions were safely removed from the patient. The IFU warns that if resistance is met during manipulation, determine the cause of resistance before proceeding. Should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. The procedure was completed successfully with no patient injury. The physician did not indicate any anomalies prior to use. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. One non-sterile cypher select + (B)(4) 3.50 x 23 mm was received coiled inside a plastic bag. It was separated (broken) in two at 27.3 cm from the proximal end in the metal shaft area. The unit was received wavy; however this condition could be related to the way the unit was sent for analysis. The stent was mounted in its original position between the marker bands; it was crimped and did not show any damage. Magnified pictures were taken if the area of separation and there was evidence that the unit was bent prior to separation. A crossing profile of the stent was measured and it was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported body/shaft separated was confirmed. The exact cause of the failures could not be determined. However, inspections are in place to prevent damaged products from leaving the facility. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The kink and separation failure of the body shaft may be attributed to the operator's attempt to cross a highly calcified and tortuous lesion that was not pre-dilated. Based on the information available there are possible vessel characteristics and procedural factors that may have contributed to this event. Neither the DHR review nor the product analysis suggests that the reported failure and bents/kinks observed are related to the manufacturing process. Therefore, no corrective or preventive action will be taken. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). One non-sterile cypher select + (B)(4) 3.50 x 23 mm was received coiled inside a plastic bag. It was separated (broken) in two at 27.3 cm from the proximal end in the metal shaft area. The unit was received wavy; however this condition could be related to the way the unit was sent for analysis. The stent was mounted in its original position between the marker bands; it was crimped and did not show any damage. Magnified pictures were taken if the area of separation and there was evidence that the unit was bent prior to separation. A crossing profile of the stent was measured and it was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
Guide catheter: heartrail al, guidewire: runthrough. It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Crossing profile inspection records were reviewed and this lot was deemed acceptable. Additional information will be submitted within 30 days fo receipt.